Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01741, -01742, -01743, -01744, -01745, -01746.

Event description:
Allegedly the patient developed an infection in the hip joint. All implants were removed and an antibiotic spacer was temporarily implanted.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.